Event description:
Note: this report pertains to one of the two devices used on the same patient. Refer to manufacturer report # 3005099803-2024-01823, 3005099803-2024-01824, and 3005099803-2024-01825 for the associated device information. It was reported to boston scientific corporation that three axios stents and electrocautery enhanced delivery system were used transgastric into the pancreas to treat a pseudocyst during an axios placement procedure performed on (B)(6) 2024. The physician was using the eus method of deployment, where the second flange of the stent is deployed in the scope, and then the stent is released from the scope by advancing the catheter and retracting the scope in a 1-to-1 fashion. During the procedure, the physician placed the first axios stent (the subject of MFR. Report number 3005099803-2024-01823), but it did not deploy from the catheter. The stent was partially deployed, but when removing the catheter from the scope, the stent was dislodged from the scope. The first axios stent was removed along with the scope. A second axios stent (the subject of MFR. Report number 3005099803-2024-01824) was opened, and the same problem occurred. A third axios stent (the subject of this report) was opened and misdeployed but was able to be successfully implanted by manually front-loading it into the correct position. The procedure was completed. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a1502 captures the reportable event of a stent's positioning issue.